Event description:
Attorney's report of patient's alleged persistent back pain and alterations in bowel movements, causing the patient severe pain. After less invasive methods failed to resolve the symptoms, the mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.